Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. This unit is old and has a 1st generation liquid crystal display (lcd). Provided customer the parts needed. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen is blank when powered on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. This unit is old and has a 1st generation liquid crystal display (lcd). Provided customer the parts needed. The investigation is ongoing.